Manufacturer narrative:
No product information has been provided to date. The lot number and expiration date communicated by the complainant could not be verified. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that approximately eighteen hours into use of 100 ml cassette that an unresolvable alarm for no disposable was experienced. No patient injury was reported.